Event description:
It was reported that following the system implant procedure, this right ventricular (rv) lead exhibited increased capture threshold measurements. Decreased amplitude measurements were also noted. It was hypothesized that the rv lead had dislodged from the implant location. The rv lead was subsequently surgically repositioned to resolve the event and no additional adverse patient effects were reported.